Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: based on the information available, no correlation between the inflamed external wound closure and the implant can be established. Conclusion and root cause: root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 1064045 - neuro-patch 4x5cm. According to the complaint description, a wound infection was found, when the doctor changed the dressing 10 days after surgery. The original surgery had been evacuation of intracranial hematoma after intracerebral hemorrhage under general anesthesia. And postoperative anti-inflammatory treatment had been effective. To treat the infection, local dressing changed and systemic intravenous anti-inflammatory was given. The symptoms were relieved by may 28 there was a temporary impairment. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).